Event description:
It was reported that water leaked out of the cement reservoir while under pressure. Another confidence kit was available to complete the procedure. There was no delay to surgery or adverse patient effects.

Manufacturer narrative:
The confidence kit, no needles was returned for evaluation. Visual inspection revealed no identifiable issues with the retuned samples. A performance evaluation found no issues or leaks. A review of the device history records (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence kit was conducted on the device family. This analysis found no emerging trends. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.